Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that following intraocular lens (iol) implant surgery, the patient had poor visual acuity. The iol was exchanged a monofocal lens model. Additional information has been requested from the surgeon.